Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the universal surgical manipulator (usm), however, failure analysis has not completed their investigation. A follow-up MDR will be submitted when failure analysis has completed their investigation.

Event description:
It was reported that during a da vinci-assisted incisional hernia ipom surgical procedure, the or staff called in during the case to report that arm 3 keeps faulting. The technical support engineer (tse) reviewed the logs and found repeated 32097 errors for arm 3. The customer declined to troubleshoot during the case and will continue recovering the fault to finish the case. The customer needs all four arms for the next three cases so they will move to a different room to perform the procedures. Tse advised to hard power cycle the patient cart. The procedure was completed as planned with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The universal surgical manipulator (usm) was analyzed and reported failure was replicated. Unit was tested on an in-house system in normal mode where it triggered no errors. Unit was also tested on pftp where it failed fiber test on the rolling loop fiber. A golden rolling loop fiber was installed, and unit passed fiber test on retry. Unit passed all other required tests thereafter.

Event description:
Refer to h10/h11 for follow-up information.